Event description:
Patient's teeth #e and #f were stained following application of fluoride varnish (ultradent enamelon). Varnish was only applied to teeth #e, f, and these were the only teeth that were stained brownish color.